Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery was not confirmed. The device was received with normal output and normal telemetry communication. Analysis of the device image indicated the device was operating in high output mode, potentially reducing battery¿s capacity and resulting in fluctuation of battery voltage level measurements, which affects the longevity estimates. Electrical and mechanical tests performed indicated normal device functionality. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining projected longevity.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that pacemaker's battery was exhausted in advance. The pacemaker was exchanged and replaced with new device. Patient condition was stable.